Manufacturer narrative:
Correction: upon review, manufacturer report 2017865-2021-07808 for the implantable cardioverter defibrillator should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction and did not cause a serious event.

Event description:
It was reported that the patient presented in clinic for an atrioventricular (av) node ablation procedure. During capture threshold testing post-procedure, it was found that the patient's implantable cardioverter defibrillator had been failing to capture and continued to decrement the threshold despite release of the action button. The patient was asystolic during this time, until the bluetooth connection was manually terminated. No further intervention was performed. The patient was stable.